Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the hybrid revealed the device was returned with no information and no allegations against the device; however, the device failed the incoming longevity calculation. Review of save to disk data showed that there was a steeper than normal voltage drop beginning on (B)(6) 2022 while the device was still implanted. Both loaded and unloaded pacing current drain levels were normal for this device. There was no evidence of a high current drain condition on the hybrid. Analysis of the battery revealed that the data gathered during the visual and dimensional inspection of the battery indicated that the battery was swollen, having a thickness (B)(4) inches above the upper specification limit. The swelling was most likely caused by a high external drain (up to and including a direct short) or other mishandling condition, since there was no evidence of an internal problem causing the swelling. Other characterizations and electrical testing of the battery were consistent with a battery at this level of discharge. No evidence of an internal mechanism for premature battery depletion was found during destructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable pulse generator implantable pulse generator (ipg) returned for analysis and tested out-of-specific out-of-specification. No patient complications have been reported as a result of this event.